Event description:
Reporter stated that the softclix lancet protruded beyond the device's end cap after firing. No adverse event associated with the alleged malfunction was reported. The MFR requested the return of the suspect device for eval.

Manufacturer narrative:
The event occurred in the (B) (6).

Manufacturer narrative:
The event occurred in (B) (6).

Event description:
Reporter alleged obtaining a result of 300 mg/dl on advantage system 1 compared back to back with a result of 136 mg/dl on advantage system 2 when testing was performed within 10 minutes. Reporter also alleged that on a different day, she obtained a result of 302 mg/dl on advantage system 1 compared back to back with a result of 108 mg/dl on advantage system 2 when testing was performed within 10 minutes. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.